Event description:
A nurse reported that six ophthalmic blades from the same batch were stiff and did not cut properly prior to surgery. The procedure was completed safely using alternative blades. No patient impact was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)